Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir and infusion set. Customer states that air bubbles are normal for her in infusion set. Air bubbles range from tiny to large air bubbles. Customer's blood glucose was 300 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer declined clearing air bubbles and changing set and states that it would be done at a later time.